Manufacturer narrative:
The investigation of access site bleeding, positioning issues, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Access site bleeding: the pump was not returned. Therefore, as per the clinical information provided, the root cause of the access site bleeding issue was most likely patient condition related since patient was bleeding from multiple sites and multiple troubleshooting attempts were unsuccessful. The root cause of the positioning issue and vt/vf was not determined due to lack of clinical information and no product returned.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella cp was placed and percutaneous transluminal coronary angioplasty (ptca) was done. The physician also performed a right axillary angiogram in case of impella 5.5 escalation and then the patient had ventricular fibrillation arrest and required defibrillation. Impella peel-away sheath was removed, and final positioning was confirmed. Suction alarms occurred during suturing. Echocardiogram and transesophageal echocardiogram showed the impella under the papillary. The physician was unable to reposition and decided to leave as is as suction was no longer occurring. The impella cp was observed to be shallow and the physician was able to reposition the impella cp. Additionally, the patient developed bleeding from the impella access site which has not completely resolved. Re-suturing, tranexamic acid was administered, fem stop was placed, manual pressure was held, heparin was paused, and thromboelastography was run in the lab trying to resolve the bleeding issue.